Manufacturer narrative:
H3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there was a "no disposable" message. A functional check was performed as well as three separate delivery accuracy tests. The pump was found to be over delivering to the manufacturing specifications. The "pump stopping halfway through infusion" issue was unable to be duplicated while using the customer's returned program. "No disposable alarm, multiple power down, pump turned on, and pump turned off" messages were found in the pump's event history logs. It was recommended that the expulsor assembly and downstream occlusion sensor be replaced.

Manufacturer narrative:
Other, other text: additional information was received indicating that the pump exhibited a high pressure alarm. Per reporter the cassette was remade and infusion was subsequently continuted. Reporter confrimed no patient injury. Event date was provided.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump stopped halfway through infusion. No adverse effects were reported.